Manufacturer narrative:
The device history record could not be reviewed because the lot number was not provided. One sample was received for evaluation and the reported condition could not be confirmed. A root cause could not be determined. We will continue to monitor and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a patient who was renting a joey pump at home reported frequent sounding of the blockage alarm. When the alarm goes off, it is replaced with a new pump set each time. The dosage content is twin line and is used for continuous administration of 50ml per hour for 12 hours. It is said that there are quite a few air bubbles. Usage period: about 2 hours. No patient injury.